Event description:
It was reported that after the iab was inserted and pumping began, the pump experienced helium leak alarms. The tubing was exchanged and then the pump was exchanged. The alarms continued. The iab was removed and replaced. The pt expired three hours later of causes unrelated to this incident.